Event description:
Changed batteries in "pdm" of my omnipod system. Resulted in disabling of active pod and prevented me from administering medication. Insulet is advising that internal battery is failing and pdm device must be replaced. No warranty. FDA safety report ID# (B)(4).